Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a past event via phone call of receiving a no delivery alarm after bolus. Customer's blood glucose was 471 mg/dl. Customer was able to resolve no delivery with a complete set change. Customer reported of continuing to have high blood glucose. Customer's blood glucose was 469 mg/dl which was treated with manual injection and insulin pump. During troubleshooting, customer reported that dome sticker lable fell off. Customer was advised that insulin pump would need to be replaced.